Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the introducer sheath was damaged, procedural fluid was also noted in the sheath, and the stent delivery wire was deformed. The stent was returned in its deployed state; it was deformed and broken/fractured. The returned stent delivery wire, sheath and stent were all noted to be damaged when returned for analysis. It is likely that the device was damaged during use resulting in the reported difficulty advancing. An assignable cause of procedural factors will be assigned to this investigation. This is the first of 2 reports.

Event description:
Based on the investigation of the returned product, it was found that the stent was prematurely deployed during use and was broken/fractured. There werre no clinical consequences to the patient.